Event description:
N/a

Manufacturer narrative:
Trackwise#: (B)(4). Corrected section: a2--age at the time of event corrected from "75" to "74". The device was returned to the factory for evaluation on 04/10/2023. An investigation was conducted on 04/13/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The heater wire and clear silicone insulation of the jaws were observed to be intact with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produce visible steam and heat during activation. The device beeped when the toggle was both released and engaged, however no energy was delivered to the jaws. An engineering evaluation was performed on 06/13/2023 (see attached) with the following results: o the complaint device was connected to the complaint lab hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c- vh-4030). Next, the on/off power switch on the hemopro power supply (c-vh-3010) was switched to the on position. The hemopro power supply immediately started making an audible beeping sound that indicates electrical energy is being delivered to the complaint vh-4000 hemopro2 tool but the heating element on the jaws of the complaint vh-4000 hemopro2 tool did not heat up. This is not normal. While the hemopro power supply continued to beep, the toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position and the heating element on the jaws of the complaint vh-4000 hemopro2 tool did not heat up as expected. This result indicates there is an electrical short in the hemopro2 tool that is redirecting the electrical energy away from the heating element in the jaw of the complaint hemopro2 tool. Next, the handle of the complaint vh-4000 hemopro2 tool was opened to determine the cause of the electrical energy from the hemopro power supply not being delivered to the heating element in the jaws of the hemopro2 tool. After opening the handle and removing the toggle, the electrical components including the wires and wire connections in the handle were visually inspected under magnification. It was observed that the sharp ends of the wires welded to the polyfuse were in contact with the insulation on one of the bulkhead cable wires that is welded to the normally open switch terminal. It was found on the white silicone rubber insulation, that the sharp ends of the wire welded to the poly-fuse had cut into and penetrated the wire insulation. Refer to figure 2 below. Which resulted in an electrical short where the sharp ends of the wire that penetrated the white silicone insulation had made contact with the metal wire underneath the wire insulation. Next, the complaint vh-4000 hemopro2 tool was reconnected to the complaint lab's hemopro power supply (c-vh-3010) to verify the functionality of the device after the electrical short was removed. The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position. The hemopro power supply did not immediately start making an audible beeping sound that indicates electrical energy is being delivered to the complaint vh-4000 hemopro2 tool, which is normal. Next, the complaint vh-4000 hemopro2 tool switch lever was moved to the on position. The heating element on the jaws of the complaint vh-4000 hemopro2 tool immediately heated up, which is normal. This confirms that there was an electrical short between the white bulkhead cable wire going to the normally open switch terminal and the sharp ends of the wires welded to the poly-fuse on the complaint vh-4000 hemopro2 tool. Based on the results of the investigation and engineering evaluation, the reported failure "failure to deliver energy¿ was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system the lot # 3000280615 history record review was completed. There were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 was not cauterizing. It failed to deliver energy/activate. The power setting on the hemopro power supply during the procedure was set at 2 3/4. The o.r. Swapped out the cables, etc, and isolated the problem to the device. They used another vh-4000, it worked properly. No procedural delay. No patient effects.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.